Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the devices in multiple patient care units had air-in-line alarms after pressing start key to initiate an infusion. This issue was reported to bd representative during site visit. There was no information on patient involvement. Although requested repeatedly, the customer did not provide additional information.